Event description:
Additional information indicated that the competitor's lv lead was found to have dislodged and pulled back in the main coronary sinus. A revision procedure was performed to explant the competitor's lead. This device remains implanted.

Event description:
Boston scientific received information that an unknown left ventricular (lv) lead exhibited pacing inhibition on the electrogram markers. A technical services (ts) consultant was contacted regarding this issue and indicated that the lv lead seems to be sensing something. Ts discussed that it may be left sided premature ventricular contraction (pvc) or the lead may have moved. Ts indicated that the lv inhibition seems to correlate with the atrial sense and atrial paced markers so most likely the lead dislodged. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Additional information indicated that this issue was regarding a competitor's lead. The sensitivity was adjusted which resolved the oversensing issue. An x-ray was performed and no lead fracture or dislodgement was noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.